Manufacturer narrative:
Consumer stated they experienced a crown falling off and a fractured tooth. The serial number of the toothbrush handle was not provided. Device manufacturing date not available due to the toothbrush handle not being returned.

Event description:
Consumer called stating that their crown fell out and their tooth was fractured while brushing their teeth with a sonicare toothbrush.

Manufacturer narrative:
Two toothbrush handles were returned; both are the same model number, serial number, and manufacture date the root cause of the customer's complaint could not be determined.